Event description:
During ercp stone attempt to be removed by using boston scientific trapezoid length 5.0 width 2.5 channel 3.2 lot# 11841706 ref# moo5-1088. - basket-. While crushing stone wire disengaged from sheath leaving basket open inside common bile duct. Numerous attempts made to remove basket unsuccessfully. Pt to go to or for removal of basket. Pt stable, awake, denies any pain or discomfort. Wire was taped and secured. Pt came through ed with complaint of pain, nausea. Diagnosed with common bile duct stone. Plan was for him to have endoscopic retrograde cholangiopancreatography.